Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that when a combo bolus was attempted, the pump would cancel the bolus. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause under delivery or over delivery of insulin.